Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 morning with blood glucose of 575 mg/dl. The customer's blood glucose on saturday night was 462 mg/dl and sunday morning it was 119 mg/dl. The customer's blood glucose was 140 mg/dl at the time of call. Customer's son reported they feel okay to troubleshoot. Customer's son reported that they treated for high blood glucose with manual injections. Customer's son reported they have contacted their healthcare provider regarding the high blood glucose. Customer's son reported that they were in emergency room as a result of high blood glucose. The customer's son reported that they were wearing the insulin pump during the hospitalization. Customer's son stated the drive support cap was normal. The customer's son also reported that the air bubbles were present in the reservoir and air bubbles were successfully removed. Customer's son was not calling back to perform an high pressure test. The reservoir will not be returned for analysis.